Manufacturer narrative:
No conclusion can be drawn as repair information is currently unavailable and no additional service information was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited an non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.